Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding the patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a change in therapy related to positional movement. It was reported that the patient was having trouble with their settings and the patient stated that ¿they saw the manufacturer representative (rep) on (B)(6) and they programmed their device with adaptive stimulation settings and they stated that after that was done ¿it was working fine, but now it was not changing when they moved and if they laid down the adaptive stimulation wouldn¿t change and they had to manually lower the stimulation.¿ the patient also reported that ¿if they stood up it would go berserk and it felt like they were getting so much stimulation¿. It was asked when this problem started with the adaptive stimulation not changing based on their body position and they stated it just started yesterday ((B)(6) 2018). They stated that the issue of standing ¿where it would go berserk¿ just started today ((B)(6) 2018). The patient reported that they had no falls or traumas. The patient reported that they were on program a right now and it showed the adaptive stimulation was enabled. The patient had told them they remembered that the rep had disabled one of the programs, but they didn¿t know which one. They synced their ins with the programmer and the programmer showed that stimulation was on. The patient was able to change amplitudes, groups and/or programs. It was asked if it was possible that they were not on the correct program and they stated they didn¿t know. Patient services offered to help the patient tweak the adaptive stimulation, but they stated the rep was calling on their other line and they were going to follow-up with them and they ended the call. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reporting that the cause of the patient¿s trouble with the settings and the adaptive stimulation not changing based on position and stimulation going berserk and feeling too strong when they stood up was due to the position sensing being turned off. Actions taken to resolve these issues was the position sensing was turned back on. It was reported that the patient¿s trouble with the settings and adaptive stimulation not changing based on the position and stimulation going berserk and feeling too strong when they stood up had been resolved to the hcp¿s knowledge. It was reported that the patient weighed (B)(6) at the time of the report. No further complications were reported/anticipated.